Manufacturer narrative:
D6a: implant date unknown, best estimate of date is provided.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) and 81mg aspirin medication regimen for 45 days then dual antiplatelet (dapt) medication regimen for the next six months to follow. At the 45-day routine follow up, transesophageal echocardiogram (tee) showed no thrombus. At the one-year routine follow up, tee revealed an immobile device related thrombus (drt) on the face of the closure device, and slightly protruding into the left atrium. The physicians resumed the oac regimen for three months in response to the drt. A follow up tee was performed and revealed the drt had been resolved.